Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and required external rescue. Strips of the right ventricular (rv) lead indicated oversensing. The lead remains in used. No further patient complications have been reported as a result of this event.